Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined the drive wire cable separated from the handle cannula. The basket would not advance or retract with handle manipulation. The basket was returned fully retracted into the sheath. A minor bend at the tip of the basket sheath was noted. The handle was disassembled and it was noted that the drive wire cable has separated from the handle cannula. The portion of drive wire cable remaining attached to the handle cannula has nested (bunched up against the handle cannula). Solder is still on the handle cannula of the joint. For further evaluation of the drive wire cable and basket, the catheter was cut to pull/push the drive wire cable out of the sheath. No discrepancies were noted with the basket. The drive wire cable from inside the sheath has nested. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket (mb-35-2x4-8). For removing a stone in the common bile duct (cbd) a mb-35-2x4-8 was used. The physician swept the common bile duct, by basket, once. On the second attempt, the nurse pushed the handle of the basket, but the basket did not come out of the sheath. The handle was stiff. A new one was used for extracting the stones. There was no reportable information at this time. The device was evaluated on (B)(6) 2018. The drive wire cable has separated from the handle cannula.